Event description:
It was reported that the patient was admitted with near syncope and the device was not able to be interrogated, and the patient had a heart rate in the 30s, and was in atrial fibrillation. It was indicated the device was at end of service. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.